Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard the implantable cardioverter defibrillator (ICD) alert tone and called the healthcare provider and sent a remote transmission. The right ventricular (rv) lead had triggered a lead integrity alert (lia) for oversensing of noise with high rate non-sustained, ventricular tachycardia non-sustained (vt-ns), and sensing integrity counter (sic) episodes. The lead was suspect of a fracture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.